Event description:
It was observed that during the device evaluation, the subject device exhibited error e315(incompatible scope). There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to a defective universal plug unit (u-plug unit). The event can be detected/prevented by following the instructions for use in: olympus gif/cf/pcf-290 series operation chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Important information ¿ please read before use precautions should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.